Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 236 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The insulin pump alarmed motor error during the high pressure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.